Event description:
The initial reporter received questionable troponin t hs elecsys results from three patient samples tested on the cobas e 801 analytical unit. The reporter stated that the initial results were not reported outside of the laboratory as they would run the patient samples in duplicate and the questionable results were caught in the middleware. Sample (B)(6), on (B)(6) 2024: the initial result was 13.60 ng/l. The repeat result at 1:28 am was 17.50 ng/l with a data flag. Sample (B)(6), on (B)(6) 2024: the initial result at 12:19 pm was 51 ng/l with a data flag. The repeat result at 12:42 pm was <3 ng/l. Sample (B)(6), on (B)(6) 2024: the initial result at 12:19 pm was 25.90 ng/l. The repeat result at 12:42 pm was 20.30 ng/l. The results were flagged in the middleware.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The investigation is ongoing.

Manufacturer narrative:
The troponin t hs elecsys reagent lot number is 725740. On 03-apr-2024, the customer reported new troponin t hs elecsys discrepant results: (B)(6) 2024: sample ID (B)(6). The initial result at 6:07 pm was 61 ng/l with a data flag. The repeat result at 6:30 pm was 49.10 ng/l with a data flag. On (B)(6) 2024, the customer reported new discrepant results: sample 5 the initial result was 22 ng/l. The repeat result was 31.70 ng/l. The investigation reviewed the calibration data, qc, and instrument data and performed intensive internal investigation procedures which included the production process, transport and storage of the respective complaint lots, screening procedure for out-of-range results, assessment of retrieved lots using microscopy techniques, review of rare reagent pack batches and patient sample tube data. The investigation excluded generic reagent performance or reagent quality issues and generic primary tube performance issues. An intensive onsite investigation was also performed. From (B)(6) 2024 to (B)(6) 2024, a total of (B)(4) samples were analyzed for troponin t hs elecsys. It was determined that (B)(4) demonstrated excellent reproducibility between initial and rerun results; (B)(4) questionable results were recorded during the period; there were some long periods in-between questionable results on all the cobas 8000 analyzers; line 1 has more questionable results which were consistent with its' location under an airconditioner vent and along a thoroughfare in the laboratory; and recently, the out-of-range results appear to occur on the same day of the week on all three lines. The investigation determined the event was due to sample quality issues (white particular matter) and dust.